Event description:
An adverse skin reaction was reported with wear of the Abbott Diabetes Care (ADC) device. During a callback on (b)(6) 2026, at 9:47 AM EST, the customer confirmed experiencing a skin infection related to sensor wear. The customer reported that the area around the sensor became itchy, turned red, and developed a bump or pimple containing pus. The customer drained the pus, applied a topical cream, and covered the area with a bandage. The customer did not receive treatment from a healthcare professional or any other third party. Additionally, the customer did not lose consciousness or experience a seizure. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.